Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of (B)(6) 2019. Explant and replacement of the device has been performed.

Manufacturer narrative:
The device was returned due to advisory. Bench testing was performed, which includes impedance, sensing, pacing, and hv shock output and the device was normal, and no anomalies were found.